Manufacturer narrative:
The root cause has been identified as non-optimized molding parameters (melt temperatures) and work instructions that were not specific enough regarding loading of the tubing on the mandrel. A CAPA (reference CAPA (B)(4)) has been initiated to address the manufacturing error.

Event description:
Physician was attempting to use a micro introducer along with a rfg3 during procedure to treat the great saphenous vein (gsv). The lumen was flushed prior to use. IFU was followed. Proper temperature was reached. A guide wire was used for the insertion of the catheter. It was reported that the blue dilator broke off the hub of the sheath, it was a clean break off the combined blue and orange hub. Since the break was clean, physician pulled blue introducer out that broke off the hub and re-opened another micro kit to complete the procedure. There was no patient injury reported.